Event description:
Following a successful right ventricular outflow tract, premature ventricular contraction ablation procedure, an ultrasound revealed an effusion on the right side which required a pericardiocentesis to stabilize the patient. During mapping, the contact force was too high; around 70g sometimes. The patient experienced hot flushes during the procedure. However, there was no event during ablation which was successful. A cardiac ultrasound exam was not done prior to the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.